Event description:
It was reported that the customer wanted to swap out the insulin pump as it appears to have a crack in the casing across the screen. Customer stated that she has been very careful with it. No additional information provided.

Manufacturer narrative:
No cracks were noted on the display window. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.